Event description:
It was reported that intermittent occlusion alarms occurred. Tandem technical support offered to troubleshoot the allegations, however, the customer declined any additional assistance. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.